Manufacturer narrative:
The reported device was returned to depuy orthopaedics and was then forwarded to depuy international for investigation. The device is currently being held in a secured area, pending possible evaluation later as part of a retrieval center investigation into the root causes of the need for revision of asr devices. Review of the device history records did not identify any related manufacturing deviations or anomalies. It is known that the asr platform was voluntarily recalled in august of 2010 following an hhe (health hazard evaluation). Further analysis regarding the asr product family will be documented, as determined pertinent, in (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address groin pain attributed to a loose asr cup.